Event description:
It was reported that the patient was in the hospital and had an arrhythmia. The device delivered an ineffective defibrillation therapy. In checking the device memory, it was found that the device had a power on reset occur as the patient had received radiation therapy. The device was removed and replaced. Further testing was conducted and the defibrillation therapy did not deliver. The lead was then replaced and the device then functioned as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis indicated a random access memory(ram) error. We did receive performance data collected from the device and have analyzed the data. There was a power on reset for write to locked ram on (B)(6) 2011 with addr = 116e and date = 83. There was a patient alert for the power on reset on (B)(6) 2011.